Manufacturer narrative:
Analysis was performed by onsite service personnel which included testing of the alleged device. The results of the analysis were that the reported issue could not be reproduced on sit by checking the heart rate with a simulator. Running ECG measurement tests, it showed normal heart rate and the probable cause of the malfunction is that the user has to select one clear wave form as primary. Based on the results of the analysis, the product was confirmed to be operating per specifications and the most likely cause of the reported problem is user knowledge. The issue was resolved by instructing the customer to change primary wave and replace the electrode for the next measurement. A review of the service history for this device shows the problem has not been reported again for this device. E1: reporting institution phone #: (B)(6). E1: reporter phone #: (B)(6).

Event description:
It was reported the ECG heart rate is lower than normal. The device was not in clinical use. There was no report of patient or user harm.